Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted faster than expected and that the fill estimate was not accurate. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot and declined follow up from tandem technical support.